Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('cyclic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and bleeding genital. Concurrent conditions included adenomyosis and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient underwent endometrial ablation ("ablation"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea and endometrial ablation outcome was unknown. The reporter considered dysmenorrhoea and endometrial ablation to be related to essure. The reporter commented: there were two loops of coil on the patient¿s left side, and three loops apparent on the right side. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Event medical device removal was updated to cyclic pain. Event added: ablation. Reporters information, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('cyclic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and bleeding genital. Concurrent conditions included adenomyosis and paratubal cyst. On (B)(6)2008, the patient had essure inserted. On (B)(6)2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient underwent endometrial ablation ("ablation"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on(B)(6)2014. At the time of the report, the dysmenorrhoea and endometrial ablation outcome was unknown. The reporter considered dysmenorrhoea and endometrial ablation to be related to essure. The reporter commented: there were two loops of coil on the patient¿s left side, and three loops apparent on the right side. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.